Manufacturer narrative:
Corrected information has been provided in d1. Hemolysis/mechanical interaction with blood: due to an inconclusive data log review, insufficient clinical details and lack of product returned, the cause of the mechanical interaction with blood cannot be established. Placement signal issue: due to an inconclusive data log review, insufficient clinical details and lack of product returned, the cause of the placement signal issue cannot be established. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6 updated. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 58 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The patient received support from the cp for coronary angioplasty. On day 1 of support, the device placement sensor was incorrect and correct device placement was confirmed via bedside echocardiogram. The monitor alarms were disabled. Hemolysis was also reported. The patient was bridged to impella 5.5. On day 2 of 5.5 support, care was withdrawn and the patient expired. The placement signal issue will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support. Hemolysis and death are known risks associated with impella cp, and death a known risk associated with impella 5.5, as described in the instructions for use.